Event description:
The patient had experienced several falls since having a seizure in (B) (6) 2009. Afterward, was unable to walk and talk while deep brain stimulation was on. When stimulation was turned off during colonoscopy, he was able to speak. He was also able to walk without falling when it was off. Please see MFR report # 3004209178-2009-09122. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).